Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill alert occurred. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, customer reloaded the cartridge successfully.